Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose reached 50 mg/dl. The customer treated their low with food. Customer was also assisted with rewinding and priming the insulin pump. The customer declined to return the insulin pump for analysis.